Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed and reproduced during evaluation. The cause was found to be a failed speaker. The speaker was replaced through rear case replacement. Additional information: ( not audible alarm).

Event description:
It was reported that a spectrum pump constantly had no audio output in the operating room. It was also reported there was no patient involvement.